Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: was the procedure completed successfully?, according to the feedback of the sales representative, all the above answers are unknown. Were there any adverse patient consequences? Product code and lot number of the silk suture? Any device being returned? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.